Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with pain and an abscess where the device was placed, which was drained by interventional radiology. The aus was explanted and replaced. There was no additional information reported.